Event description:
It was reported that additional log files revealed backup battery alarms beginning on (B)(6) 2024 at 1:51pm. The backup battery alarms occurred when the care provider changed out the patient's controller battery. No alarms were heard since the battery in the controller was replaced. The controller was replaced due to "recent pump stoppages."

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis. A review of the submitted event log file contained data spanning approximately 9 hours and 37 minutes (4:25:18 ¿ 14:02:09, (B)(6) 2024 per timestamp). At the time the log file was collected the backup battery in use was serial number sv(B)(6) with a manufacture date of 01jul2021. On (B)(6) 2024 at 13:51:50, the backup battery was briefly uninstalled. Starting at 13:51:48, backup battery fault alarms activated due to end of shelf-life faults. This is consistent with the backup battery being in use past it¿s use by date. The alarm did not resolve in the log file. Pump operation was not affected. The heartmate 3 system controller (s/n: hsc- (B)(6) was returned for analysis. The system controller underwent functional testing and passed without issue. The system controller was connected to test equipment and upon connecting to a test system monitor, a backup battery expiring message was displayed. The returned backup battery was sv(B)(6) . The system controller was connected to a mock circulatory loop and was able to operate the system for extended operation. As stated by the account, the system controller¿s backup battery was uninstalled due to the battery expiring soon. The root cause for the reported backup battery fault alarms was determined to be the hospital replacing the backup battery and using a battery past it¿s use by date. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including backup battery fault alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use, rev. C, section 2 ¿system operations¿ states that replacement of the 11v backup battery should be considered when less than 6 months remain before the mandatory replacement date. Heartmate 3 instructions for use, rev. D, section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook, rev. C, section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR #: (B)(4). It was reported that the system controller was returned for evaluation. It was not reported why the controller was exchanged removed from use.